Manufacturer narrative:
Initial reporter information: (B)(6).

Event description:
Per nmpa report #(B)(4): "the ventilator connector leaks, resulting in low air source pressure, and the patient's blood oxygen saturation continues to drop to 70%." Use of device stopped - no additional information provided. However, additional information has been requested. Investigation is ongoing.

Manufacturer narrative:
During follow up with the key market, it was reported that the issue was resolved after checking the ventilator, and breathing line connection. No parts were reported to have been replaced to resolve the issue. The device was then returned to service. Investigation remains ongoing.